Event description:
A us distributor reported that a battery charger power supply was unable to power on the charger.

Manufacturer narrative:
Device evaluation of charger has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. There was no adverse event that resulted from the damaged charger.